Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment.   Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Device manufacturer date: monitor: 07/14/2015, electrode belt: 03/07/2016.

Event description:
The patient was inappropriately treated five times on (B)(6) 2021 and three additional times on (B)(6) 2021 by the lifevest. The patient was reportedly conscious at the time of the event. It was reported that the medical staff with the patient had pressed the response buttons for the patient. Motion artifact contributed to the false detection for the treatments on (B)(6) 2021. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection for the treatments on (B)(6) 2021. The patient used the response buttons during the event, but did not press the response buttons in the lead-up to the treatments. The patient's equipment was not changed in between the treatments on (B)(6) 2021. No injury was reported from the treatment. The patient was in a care center at the time of the treatments and remained in the center after the treatments. The patient ended use of the lifevest. No deficiencies were alleged against the device.